Event description:
The facility reported a corneal burn occurred during the procedure. The patient's outcome was not available. Additional information has been requested.

Manufacturer narrative:
The customer was provided with additional info on the possible causes of thermal injuries. The product was not available for evaluation, and there was no request for service from the customer. We are unable to determine the root cause of the patient event in this investigation.